Event description:
A removal of 2x broken 3.5mm synthes cortex screws was reported. The patient had a distal fibula plate implanted on an unknown date in (B)(6) of 2013 due to an ankle fracture. The hardware removal was performed successfully with no fragments remaining within the patient and no patient harm. This report is for 2 unknown 3.5 mm cortex screws. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device info: this is for 2 unknown 3.5 mm cortex screws. Implant date: original implant date reported as (B)(6) 2013. Placeholder.